Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
According to the initial reporter, the device seems to leak at the valve. No adverse effects have been reported.

Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of the complaint history, quality control, device history record, and trends of the product was conducted. The root cause is determined to be component-related. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
According to the initial reporter, the device seems to leak at the valve. No adverse effects have been reported.